Event description:
Pt for aortogram with left leg selective angiogram. Chariot up and over sheath used and when the sheath was being removed, it became stuck in the vessel. Cutdown to the contralateral groin to remove sheath. An iliofemoral thromboendarterectomy was performed for severe atherosclerotic disease. Atriotomy was repaired using a bovine pericardial patch and continuous sutures of 6-0 gore-tex.